Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mm in length target lesion was located in the moderately tortuous and calcified 2.25mm in diameter left anterior descending artery. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the most distal strut row was lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mm in length target lesion was located in the moderately tortuous and calcified 2.25mm in diameter left anterior descending artery. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.